Manufacturer narrative:
Combination product: yes. The lead under complaint was not returned for analysis. This report is thus based on the analysis of the ICD as well as the inspection of the quality documents associated with the manufacture of the ICD and the lead. The manufacturing processes for these devices was reviewed and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. The ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. During the inspection of the electronic module, the analysis revealed that the fuse separating the battery from the electronic module had blown and the output stages of the high voltage circuit had been damaged. As a result, the device could not be interrogated properly. Based on the damage symptoms of the electronic module, the device was damaged due to a shock delivery of the ICD into an external short circuit. Possible clinical complications that might lead to an external short circuit include -but are not limited to- a twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. In conclusion, the electronic module of the ICD was found damaged due to a shock delivery into an external short circuit. Due to the damages the device could not be interrogated. The analysis revealed no indication of a material or manufacturing problem.

Event description:
The patient was implanted with an iforia 7 dr-t on (B)(6) 2020. During a checkup in december 2024, the ICD still had 85 percent battery remaining. The patient reported experiencing a shock sensation at 4:00 am on (B)(6) 2025, and went to the hospital for a programming checkup at noon. The ICD showed no response at all and could not be interrogated. The ICD could not be interrogated.